Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, a prostyle cuff miss [suture retrieval issue] was noticed. A second prostyle device preplaced a suture. The third prostyle device had a cuff miss. When the second prostyle suture was made taut, the suture came out of the anatomy. The vessel was incised and surgical suturing used to achieve hemostasis. A new access site was used to complete the tevar procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional vessel closure devices referenced are filed under separate medwatch report numbers.